Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient¿s healthcare provider (hcp) turned their device off a year ago ¿because it was messed up¿ and they wanted to try to put in a new one; it was clarified that the numbers were all messed up so it was turned off. No patient symptoms were reported. No further complications were reported/anticipated.